Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. The visual inspection and functional test identified the reported condition as a leak forming a small droplet of liquid. The leak size and magnitude may not have been detectable if present at the time of bag filling. Magnified inspection of the leak location identified a raised flap of eva and frayed eva film just above the weld bead on the hanger weld side. The manual add port cap had been removed, and the add port septum had been spiked. As manual additions to the tpn solution occur after bag filling, this indicates the leak was detected post manual addition of a syringed ingeredient.the size and the location of the edge cut does not indicate a specific area of damage known to occur during the manufacturing process; therefore, the cause if the condition is unknown. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The evaluation of the provided sample is anticipated, but not yet begun. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. A follow-up report will be submitted once the evaluation results become available.

Event description:
It was reported that a tpn therapy bag was found to be leaking from the upper left corner near the seam of the bag. The leak was discovered after compounding. This report documents no patient involvement or adverse events. No additional information is available.